Event description:
It was reported that during use on a patient, water condensation was observed in the catheter being use on the cardiosave intra-aortic balloon pump (iabp). It was noted that no alarms were generated. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10. It was reported that during use on a patient, water condensation was observed in the catheter being use on the cardiosave intra-aortic balloon pump (iabp). It was noted that no alarms were generated. There was no harm or injury to the patient and no adverse event was reported. A getinge field service engineer (fse) evaluated the unit and removed condensation from pnuematic interface module and checked the safety and functionality of the device and cleared the device for clinical use.

Event description:
N/a.